Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
Received info the battery could not be charged. The battery was explanted and replaced. The device has been returned to the MFR for analysis. There was no pt death and he recovered without sequela.